Manufacturer narrative:
Other, other text: additional information was received providing patient information. Updated a2, a3.

Event description:
Information was received regarding a cadd extension set. It was reported that the device was showing a "high pressure" message. User tried changing between all three pumps and the same message remained. They attempted to change cassettes and it still did not solve the problem. Then they tried to change the tubing and it seems to have solved the problem. It indicated that this may have been because of a faulty tubing set and that cassette and pumps were actually functioning properly. Patient has additional tubing on hand. Patient will call back to request replacement tubing. The patient was able to successfully continue their infusion, and faulty product will likely not be returned at this time as medication was being infused through it. Lot and expiration information is not known. Infusion was life sustaining, and the outcome was resolved. There was no patient, or clinician injury associated with this occurrence.